Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise.

Event description:
It was further reported that the emi was also causing oversensing, non physiologic noise, sensing integrity counter (sic), and non-sustained tachycardia on the atrial and ventricular channels.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4592 lead, implanted: (B)(6) 2001, 4092 lead, implanted: (B)(6) 2001. (B)(4).

Event description:
It was reported that the patient experienced dizziness. A transmission showed the implantable cardioverter defibrillator (ICD) device exhibited electromagnetic interference (emi) on the atrial and ventricular channels, which resulted in episodes of pacing inhibition. The device remains in use. No further patient complications have been reported as a result of this event.